Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal and extraneal therapies was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.